Manufacturer narrative:
Manufacturer's investigation conclusion: the patient was transplanted. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2022 until (B)(6) 2022 with an abscess area in the lower midsternal region and driveline drainage. The patient had cultures positive for meticillin-sensitive staphylococcus aureus bacteremia. Incision and drainage was performed on (B)(6) 2022 with vacuum-assisted closure dressing. The patient was treated with intravenous oxacillin through (B)(6) 2022. This was later extended to (B)(6) 2022 and then switched to oral cephalexin.